Event description:
Customer's spouse initially called in to report that the customer lost his serter. During the call, it stated that the customer had been hospitalized and the serter got lost while going between hospitals. Customer's spouse did not want to go over the details of the hospitalization as they had gotten home from the hospital that day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.